Event description:
A hospital in (B)(4) reported to fisher & paykel healthcare's (B)(4) office that the rt200 adult dual-heated breathing circuit would not heat. This event was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility on (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt200 breathing circuit has only recently been returned to fisher & paykel healthcare for investigation. This is currently underway. We will provide a follow-up report as soon as investigation results become available.